Event description:
Encore medical/(B) (4) received a call from one of our sales representative, stating that one of his surgeons has had what appears to be 6 infections in a row, using the foundation knee (within a 5 month period). The instrument set they used is left at that hospital. The sales rep was unable to provide the part/lot number info and will be providing it at a later date.

Manufacturer narrative:
Preliminary investigation reveals conflicting info. Upon speaking to the sales rep. A second time, encore was told that cultures were done at the hospital and found that "2, maybe 3 of the pts, which had swelling didn't culture with infection. It is possible that 2 may have had an infection". Attempts to reach the surgeon were unsuccessful, as the surgeon has been out on vacation. The sales rep. Stated he had spoken with a hospital representative, and that the hospital has looked at their sterilization process and they are following the encore IFU. Additional info shows that there may have only been one confirmed infection. Once encore receives part number/lot number info and verifies the actual number of infections, MDR's will be submitted for each individual complaint.